Event description:
It was reported that during unpacking for a stenting treatment procedure, stent dislodgement occurred. A 24mmx4.00cm veriflex stent delivery system was removed from the packaging hoop when the stent came off of the balloon. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the stent was pulled distally on the balloon. Further examination observed the stent was stretched toward its distal end and was free moving on the balloon. No issues were noted with the stent protector. The balloon did not appear to have been subjected to any positive pressures. There was clear evidence of stent crimp on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure, stent dislodgement occurred. A 24mmx4.00cm veriflex stent delivery system was removed from the packaging hoop when the stent came off of the balloon. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported.